Manufacturer narrative:
The reported event of inaccurate values was confirmed. It was confirmed that this model was manufactured by fong's engineering & manufacturing pte ltd, this condition is supplier process related. Based on this information, the supplier was notified of condition and crack defects will continue to be monitored through the complaint system and fong monthly meeting performance.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that while using this dpt, the arterial blood pressure value was inaccurate. The value before any issue was 131/116 and nibp: 151/84, but right after zeroing, the value indicated on the monitor dropped rapidly to 39/13, although value on nibp was 107/73. There was no problem with shape of pressure waveform but the waveform and the pressure value did not match. Only the values shown on the monitor seemed to have problem, therefore the device was removed from the patient. No error message was shown on the monitor. There was no problem zeroing the device before use. The customer performed zeroing for trouble shooting but the problem was not solved. There was no occlusion, leakage or kink noted on the line, no problem observed on the insertion side, and it was able to perform blood sampling. The connector was replaced but the problem was not solved. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of pressure measurement issue was confirmed. Dpt zeroed but did not sense pressure accurately on pressure monitor. Pressure values shown on monitor were (14 mmhg) when 50 mmhg was applied, (28 mmhg) when 100 mmhg was applied, and (83 mmhg) when 300 mmhg was applied. Electrical testing showed that output impedance met specification, but input impedance was out of specification. A crack was observed on sensor chip inside the dpt. Crack ran across entire sensor chip and affected input circuit. No visible damage/defect was observed at solder joints, dpt cable connector, and cable of dpt. Further investigation related to the manufacturing non-conformance has been assigned. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.